Manufacturer narrative:
The approximate age of the device was 1 year. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4).

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient experienced epistaxis which required surgery and changes to medication. Warfarin was held and vitamin k was given.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.